Event description:
A miniarc sling was implanted on (B)(6) 2011. It was reported that, "approx 2 cm of mesh exposed after incision separated." On (B)(6) 2011 the exposed segment was excised. The pt experienced extensive bleeding during the procedure and required coagulant therapy. Pt outcome indicates she remains dry and is doing well.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.